Event description:
It was reported that the m-caiov gas module failed near the end of a case while the pt was being extubated. The hosp biomed, who was the initial reporter, stated the case was at a point where they no longer required monitoring. The clinicians reported seeing smoke coming from the m-caiov gas module, and expedited the transfer of the pt out of the room. The biomed reportedly did not see any smoke. There was no death or serious injury associated with this event. Ge healthcare¿s investigation is ongoing. A follow up report will be submitted once the investigation has been completed.